Event description:
A patient reports having been hospitalized due to a pod that had been leaking during wear. The patient reports after 6 to 7 hours their blood glucose level was 124 mg/dl. No further information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.